Event description:
The event involved a tego¿ connector. The problem was: breakage of the membrane of the tego connector cap that they attached to the dialysis catheter. It was reported an antibiotic had to be administered post-treatment due to a break in the connector plugs. There was patient involvement and unknown patient harm.

Manufacturer narrative:
The device is available for evaluation; however, has not yet been received. E1 initial reporter phone number: (B)(6). D4: only di provided as lot number is unknown. Distributor: (B)(4).

Manufacturer narrative:
The reported complaint of a torn membrane could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history of the possible lot numbers were reviewed, no nonconformities were identified that may have contributed to the reported complaint.